Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Unable to perform DHR check due to unknown lot number for harm/allergic reaction. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer suffered an allergic reaction after using insulin with the unspecified bd¿ insulin pen needle. The following information was provided by the initial reporter: "I am using your bd pen needles and syringes for my different types of insulin. I am having an allergic reaction to either the insulin or the needles." From phone call on 2019-04-10 13:12:40: consumer stated she does not want this documented as complaint. Stated she thinks her reaction is coming from insulin because she's used other syringes non bd product and she still breaks out.